Event description:
The active system produced a result of 615 mg/dl, which is outside the device's numeric reading range of 10-600 mg/dl. No actions or treatments were taken based on the reading of 615 mg/dl. No adverse events. Requested return of suspect device and replacement was sent.